Event description:
It was reported that the atrial lead had been damaged by the patient's clavicle. Electrical values were normal. It was explanted and replaced.

Manufacturer narrative:
Final analysis found the outer insulation and outer coil were crushed at 22.6 cm to 23.0 cm from the connector pin. The damage was consistent with clavicular crush. (B)(4).